Event description:
It was reported that a patient underwent left eye phacoemulsification+intraocular lens implantation+vitrectomy+membrane peeling+omentum reduction+gas exchange surgery on (B)(6) 2025 and suture was used. The patient was hospitalized due to "blurred vision in the left eye for more than 4 months". The admission diagnosis was: 1. Macular hole (grade 3) in the left eye; 2. Geriatric cataract of binocular cortex type. The surgery was performed the next day, and the suture of the surgical incision began at about 18:40. The suture broke during suturing, and the remaining suture was used to continue suturing. There were no adverse patient consequences reported. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: did this issue contribute to any patient adverse event? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Additional information h6. A manufacturing record evaluation was performed for the finished device lot number and no non conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.